Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2019 it was reported that the patient had baclofen withdrawal and increased spasticity. The pump was interrogated, and the motor was stalled. The event date was noted to be (B)(6) 2019. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved, and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.